Manufacturer narrative:
The field service engineer inspected the analyzer, performed an instrument check, and replaced the nozzle. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 827239. The expiration date was not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t gen 5 result from one patient sample tested on the cobas e 801 analytical unit. The initial result from the first module was 1499 ng/l. The repeat result from the second module was 8706 ng/l. The physician questioned the initial result, and the customer has a rule to rerun patient samples with results >100 ng/l. The repeat result was deemed correct.